Manufacturer narrative:
On 6/12/17 integra investigation completed. Method: failure analysis. Device history evaluation results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history evaluation - device nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none health hazard evaluation history: monopolar hhe gsop-926 was issued on 12/08/2010. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Incident 2 of 2 (first incident not identified). FDA ref #mw5069372 reports that the monopolar cautery cord was completely severed from where it was attached to the bovie machine and the rest of the cord was dangling on the floor from the patients sterile field. No sparks were seen according to the surgeon, assistant and surgical tech. The monopolar cautery was not currently in use when it occurred, the tech did mention, however, that he heard a pop and then the surgeon stated that something fell (which was the remainder of the cord). The cord along with the attachment was removed, inspected further, disinfected, and put aside in a bag. The cord was replaced with another that was pee-packed.